Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately six months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.